Manufacturer narrative:
Manufacturing review: the device history record (DHR) review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. A lot history review revealed one (1) additional complaint involving reocclusion associated with this lot. The device history record (DHR) indicates the lot was manufactured to specification. Investigation summary: the sample was not returned by the user facility for further evaluation. The root cause could not be determined based upon the available information received from the post market clinical registry. It is known the core lab analysis was performed and identified reocclusion. The patient received a vascular bypass. However, the lack of further information and the returned sample prevents both confirmation of the reported event and identification of a root cause(s). Label review: the review of the IFU (instructions for use), the occurrence of reocclusion is a potential adverse event with peripheral catheterization procedure and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through the results of a clinical trial, approximately 22 days post index procedure, core lab analysis was performed and identified reocclusion of the target lesion in the proximal and mid superficial femoral artery (sfa). It was further reported that a revascularization, involving a vascular bypass was performed. The sample was discarded by the user facility and is not available for evaluation. The outcome was resolved and recovered.